Event description:
It was reported that the implantable cardiac monitor (icm) was "non-functional" the patient stated. The device remains in use. No pa tient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.